Event description:
It was reported that the customer was experiencing high blood glucose levels of over 600 mg/dl. The customer stated that she treated herself with a manual injection. The customer stated that earlier she had low blood glucose levels of 31 mg/dl. The customer stated that she called paramedics and was later hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer stated that she felt confused prior to the hospitalization. Troubleshooting was done. The customer stated that her drive support cap was loose. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.